Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have low blood glucose. Customer's blood glucose was over 30 mg/dl. Customer had gone unconscious due to low blood glucose. Device had been alarming no delivery alarms and low battery alarms. Device had also alarmed failed battery test alarm. After troubleshooting, customer was advised the battery cap will be replaced. Customer will not be returning the device for analysis.